Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo-provera. Concurrent conditions included postpartum depression, anxiety, endometriosis and vaginal infection. Concomitant products included alprazolam (xanax), celecoxib (celexa) from 2013 to 2016 and sertraline hydrochloride (zoloft) from 2013 to 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, migraine, vaginal haemorrhage and vulvovaginal pain had resolved and the genital haemorrhage, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in date of essure confirmation test patient received treatment for bleeding, vaginal infection, vaginal hemorrhage, vaginal infection, pelvic pain, vaginal pain and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal pain, vaginal discharge and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs and mr received: new events: abnormal bleeding vaginal, menorrhagia, pelvic pain, vaginal pain, were added. Medical history, concomitant drug and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criterion medically significant), vaginal infection ("vaginal infection") and migraine ("migraine"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dyspareunia, vaginal infection and migraine outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine and vaginal infection to be related to essure. The reporter commented: discrepancy in date of essure confirmation test. Patient received treatment for bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(unspecified)bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: previously reported event injury were updated to new events dyspareunia (painful sexual intercourse), general abnormal bleeding, vaginal infection, migraine. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.